Event description:
Patient contacted dexcom technical support on (B)(6) 2013. Patient wrote that he had experienced a broken sensor wire. Dexcom technical support has attempted to obtain further information from patient but has not been successful in reaching patient. Dexcom will update the complaint file once further information has been collected or the device has been returned for investigation.